Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high threshold - which appeared chronic - so the left ventricular (lv) lead pacing vector was changed. One day later, the patient presented to the emergency department experiencing diaphragmatic stimulation due to the lv lead. The patient was ordered to follow-up with the physician for additional reprogramming, the original lv pacing vector was programmed, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lv lead was explanted and replaced when the reprogramming was ineffective at resolving the diaphragmatic stimulation.